Manufacturer narrative:
Title intraoperative airway obstruction from a whole dissection of the inner wall of a reinforced endotracheal tube source the korean society of anesthesiologists, volume 65, 2013 (585-586) article number: 6, date of publication: december 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the device was dysfunctional where the intraluminal area was shown to be reduced nearly by half with a protruding bulla. For further inspection, the original tube was cut longitudinally along the opposite side of the bulla. It was found that a longitudinal bulla stretched across the entire length, which was a dissection of the plastic film along the inner wall of the reinforced tube.